Manufacturer narrative:
(B)(4). Concomitant medical products - unknown longevity cross-linked liner, unknown 52 tm cup, unknown biolox ceramic head, unknown b neck. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00710, 0001822565 - 2018 - 00709 and 0001822565-2018-00742. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing excruciating, unbearable pain three months post revision surgery and has experienced two episodes of chills/rigors. The patient is active with cane. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.